Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that review of the remote home monitoring data was requested after the patient received a shock. Review noted that the shock was appropriately administered for ventricular fibrillation (vf) however there was some undersensing of the patient's fine vf. Upon further review boston scientific technical services (ts) determined that the undersensing was due to the vf going from large to small too quickly for the implantable cardioverter defibrillator (ICD) to sense it and the amplitude of the vf being below the sensing floor. Ts discussed programming options. Six months later the patient received another shock where they experienced syncope. It was noted that the ventricular sense was programmed to 0.15 millivolts (mv) and there was undersensing in the vf zone. The clinician contacted ts and asked what the most sensitive setting for the ICD. Ts informed the clinician that with the automatic gain control, the most sensitive setting was .15 mv. Ts advised the clinician to bring the patient in for further evaluation. At this time the clinic has opted to continue to monitor the patient. The ICD remains in service and no additional adverse patient effects were reported.